Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was not syncing to server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not syncing to server. A technical support specialist (tss) logged into the station and identified the relevant ka-expired messages in es 1.7 to address the issue. The tss applied the recommended solution, monitored system activity to ensure stability, and then confirmed with the customer that the station performance had returned to expected levels. The system functioned as intended after the technical support specialist troubleshot the device.